Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00033 on 10-jan-2019. Siemens filed the first supplemental MDR 2432235-2019-00033_s1 on 25-feb-2019. Corrected information (14-feb-2019): the first supplemental MDR indicated the notification date of the corrected instrument information to be 15-feb-2019. The correct notification date is 14-feb-2019. Section g4 was updated to reflect the correct notification date.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00033 on (B)(6) 2019. Corrected information ((B)(6) 2019): siemens further investigated the issue and determined that the instrument serial number ((B)(4)) documented in the initial MDR was incorrect. The correct serial number is (B)(4). (Continued) was updated to reflect the correct manufacturing site information for the instrument. The serial # and unique identifier (UDI) were updated to reflect the correct information.

Manufacturer narrative:
The siemens customer service engineer (cse) contacted a siemens customer care center (ccc) to report that he was injured while servicing an advia centaur cp instrument. Siemens determined that the cse was wearing personal protective equipment at the time of the event. The cause of the cse injury was due to the sample probe not having a cover; siemens personnels were instructed to use covers prior to servicing instruments. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A siemens customer service engineer (cse) sustained an injury to the finger while servicing an advia centaur cp. The cse was reaching inside the instrument for a wrench, when their hand swung and hit a sample probe. The cse reported that they sustained a minor cut to the left index finger and sought treatment from a doctor, who administered him anti-hiv treatment. The cse blood was checked on the day of the event, and his blood was scheduled to be checked within 2 weeks, 3 months and 6 months from the time of the event. There were no reports of adverse health consequences due to the cses injury to the finger.